Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; there is no evidence of detritus adhesion; the bevel edge appears in good condition. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph prostate procedure at 29,882 joules and 6:14 minutes of usage, the aim beam was forward firing. The first fiber was exchanged and the second fiber aim beam became weak and finally stopped at 48,099 joules and 10:05 minutes of usage. The procedure was completed with a third fiber. Patient outcome: "no injury" was reported. This report is for the second fiber.